Event description:
During follow-up, noise was observed on the right ventricular channel. The lead was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found cuts in the suture sleeve consistent with the explant procedure, no other anomalies were found. Mechanical inspection did not find any anomalies. Electrical inspection did not find any conductor fractures or internal shorts. The root cause of noise was not confirmed.